Event description:
On (B)(6) 2014, the distributer contacted animas stating the text on the display screen was dim, faded and discolored. The pump type used reportedly was unknown at the time of the reported incident. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4).the pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction to suspect device: (B)(4), brand name: animas insulin infusion pump, model name: anm 2020 insulin infusion pump.